Event description:
Biological monitoring an autoclave positive. Placed "out of order" by clinical engineering. Three pts potentially exposed; physicians notified. Autoclave repaired by MFR; subsequent biological monitoring negative.